Manufacturer narrative:
Previous: stated lens is not returned. Updated: lens has been returned and evaluated.device evaluation: lens was returned dry in the lens case/vial. Visual inspection found the haptic bent. Dimensional inspection revealed lens was within specifications. Method, result codes: updated. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+1.5/066 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced excessive vaulting, angle closure with elevated iop. On (B)(6) 2017 the lens was explanted. At the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).